Event description:
The caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller through the process. After the reset, the error did not reoccur, and the caller was able to successfully start their sensor session.